Manufacturer narrative:
Approximate age of device - 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired due to mixed cardiogenic and distributive shock on (B)(6) 2018. Additional information was requested, but was not provided.

Event description:
Additional information was received that the patient had profound mixed cardiogenic and distributive shock refractory to maximal mechanical inotropic and vasopressor support. The patient developed acute renal failure requiring hemodialysis and the patient was started on broad spectrum antibiotics and antifungal agents for ongoing fever of unknown origin. On (B)(6) 2018, the patient continued to spike high fevers and was continued on high dose pressors.

Manufacturer narrative:
Correction: date of report/concomitant medical products/device evaluated by MFR. Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively determined through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. The pump was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff used was the mini cuff, which was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed coagulated blood within the lumen of the inlet extension, rotor well, pump cover, and pump outflow. Further examination revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratched or defects. The samples of loosely coagulated blood were sent for histology. Per the report, the samples were found to be "fibrin clots and fungal mats, with bands of large round cells that most likely represented macrophages. The ratio of cell types suggested a duration of greater than five days by the nosaka, et al.3 staging system. However, it is more likely that the duration was at a minimum longer than one to two weeks." The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.